Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that no capture and lead dislodgement was noted on the right ventricular (rv) lead during device follow up approximately three days post implant. The lead was explanted and replaced. No patient complications have been reported as a result of this event.